Event description:
It was reported by the customer that this event involved a right internal jugular insertion. After insertion of the central venous catheter (cvc) it was not noted which line was used to administer drugs. There seemed to be leakage coming from the insertion site, as the fluid gathered on the pt's neck. As a result, the catheter was removed from the pt. A new catheter was placed in the pt using a new lot number, without event. Also reported all the lines involved were accurately placed by x-ray. There were no report pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.